Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting taking place in september 2015 (case # FDA-2014-n-0736-0232, awareness date 18-aug-2015). It refers to female consumer of unspecified age in united states who had essure (fallopian tube occlusion insert) inserted for over 5 years (implying 2010). Since she got the device her health declined, not only physical health but also her mental health. She reported that no longer after getting essure implanted she started getting migraines so bad they would make her nauseous and vomit. She started suffering from back pain, there were times when her cervical area would lock and she was not able to turn her head, her arm and hands tingled and would go numb. She started going to the physician for it and had MRI's and she was diagnosed with degenerative disc disease. She stated she chose to deal with that pain as long as she could handle it; and as pain management the physician suggested injections. She reported getting very tired that she could not function at times. In the beginning she would sleep for day and days at a time. At time of the report, she still got realty tired and suffers from insomnia. She suffered from bad abdominal pain and cramping when she was ovulating. She reported she also had mirena (levonorgestrel) so she would not have heavy bleeding. She stated that was so forgetful and couldn't think right; she experienced pain and bleeding during sex and bleeding after, she lost her sex drive and could not orgasm; she kept getting bv infections (understood as bacterial vaginosis infections), suffered from hot flashes and started getting severe kidney infections, she got multiple infects a month. She reported she had to have biopsy of her kidneys as they could not find what was causing the infections; they still never found a cause and she was put on 6 months of antibiotics. Her whole body started hurting, all her joints, bones and muscles. She was also diagnosed with ibs (understood as irritable bowel syndrome) because they cannot find a reason for the bloating, constipation, diarrhea, and bowel pain; she took 4 different meditations for that and her acid reflux. She had nerve pain; has to take antidepressants and xanax twice a day for anxiety, her mood swings and anger was awful. She also reported constant ears ring, she had have acne like she was going through puberty again, she had have sever swelling in her legs and feet. She has fatty liver, she could not lose weight, her hair has fallen out and now she has black hair like whiskers growing on her chin. She experienced hot flashes and night sweats, she tore her mcl (understood as medial collateral ligament) and she had to have roster comb injections as she has arthritis on her right knee. She stated essure has ruined her life and she had it removed (B)(6) 2015 and when her physician went into remove he found that it was never in her tubes and felt that when it was implanted it came right out; both devices were imbedded in the outside of her uterus. At time of the report, she was at day 13 post removal and the swelling in her legs was gone, she had not had a headache, her back and knee feet felt better, had no cramping, her head felt clear and she was remembering things more. The swelling and bloating in her stomach was almost gone and she had dropped 10 pounds. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted. An unspecified time later, she also had a mirena (levornogestrel) placed. She was diagnosed with severe kidney infection; degenerative disc disease and essure implants came out; both devices were embedded outside of consumer's uterus. The reported events were considered serious due to medical importance. Only device embedment is listed according to essure's and mirena's reference safety information. During essure micro-insert therapy there is a risk that the device could move in/out of fallopian tubes; this movement could be an expulsion, dislocation or occur as a result of a uterine perforation/embedment during insertion. In this case; consumer experienced back pain, ovulating pain and other non-serious events. She was submitted to a surgery 5 years after essure insertion and the devices were found embedded outside her uterus. Although the exact mechanism of this event is not known; given its nature; causality with the suspect device cannot be excluded. Regarding the remaining events, given their nature and considering essure and mirena local action at their implantantion sites; causality with the suspect products is considered unlikely. This case was regarded as incident since device removal was required. A product technical analysis is being sought. No active follow-up will be pursued, since this case was identified during health authority website monitoring.

Manufacturer narrative:
Follow up 15-sep-2015: ptc investigation results were provided. Ptc global number: (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical events is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. This non-medically confirmed, spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted. An unspecified time later, she also had a mirena (levornogestrel) placed. She was diagnosed with severe kidney infection; degenerative disc disease and essure implants came out; both devices were embedded outside of consumer's uterus. The reported events were considered serious due to medical importance. Only device embedment is listed according to essure's and mirena's reference safety information. During essure micro-insert therapy there is a risk that the device could move in/out of fallopian tubes; this movement could be an expulsion, dislocation or occur as a result of a uterine perforation/embedment during insertion. In this case; consumer experienced back pain, ovulating pain and other non-serious events. She was submitted to a surgery 5 years after essure insertion and the devices were found embedded outside her uterus. Although the exact mechanism of this event is not known; given its nature; causality with the suspect device cannot be excluded. Regarding the remaining events, given their nature and considering essure and mirena local action at their implantation sites; causality with the suspect products is considered unlikely. This case was regarded as incident since device removal was required. Since no product was provided and no batch number was provided a quality defect cannot be confirmed. Based on available information, there is no reason to suspect that the events were caused by a potential quality defect. No active follow-up will be pursued, as this case was identified during health authority website monitoring